Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted after 13.5 months of service due to suspected premature battery depletion. A similar device was implanted without reported difficulty. To date, there have been no reported patient symptoms associated with this clinical observation.